Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer changed the cartridge and successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.